Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported intravenous tubing failed to load, either no message to feed or 1,2, 3 and 4 did not load, which was reproduced while running a loaded set. The reported intravenous tubing failed to load, either no message to feed or 1,2, 3 and 4 did not load was found to be caused by a failed lower auxiliary assembly. The lower auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump intravenous tubing failed to load, either no message to feed or 1,2, 3 and 4 did not load. There was no patient involvement. No additional information is available.